Event description:
It was reported that the patient's right ventricular assist device (rvad) was all of a sudden showing no flows. The patient was therapeutic on anticoagulation. A computed tomography (CT) was done and nothing of note was found. An rvad system controller exchange was done, and the flows remained zero. The patient returned to the operating room and clots were found everywhere in the vad and graft. The surgeon revised the inflow apical cuff sewing ring and added extra felt rings and the inflow position seemed better with flow of 3.9. The rvad was rinsed out and placed back into the revised sewing ring. Log files from the backup system controller of the rvad were submitted for review and captured that flow and power began dropping on (B)(6) 2024 at 18:55:02. At 18:55:13 on (B)(6) 2024 flow was at 0.0 lpm and remained there for the rest of the file. Additional log files were submitted for review and captured the driveline was connected on (B)(6) 2024 at 21:27:00 and the flow remained at 0.0 lpm. An intentional pump stop was activated between 23:42:52 and 23:46:44 on (B)(6) 2024. The pump resumed operation on (B)(6) 2024 at 0:46:36 with the pump parameters returning to normal ranges. The pump files showed an increase in rotor displacement and noise on (B)(6) 2024 between 18:54:58 and 23:46:34.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of inflow cannula malpositioning and device thrombosis could not be confirmed through this evaluation as no images were submitted for analysis and the device remains implanted. A specific cause for these events could not be conclusively determined. Review of the submitted log files confirmed the reported event of a sudden loss of flow. Although a specific cause for this event could not be conclusively determined, the account indicated that flow recovered following a surgical revision of the apical cuff which improved inflow cannula position. The system controller event log files contained events from (B)(6) 2024 through (B)(6) 2024, per the timestamps. A sudden drop in estimated flow to 0 lpm was captured on (B)(6) 2024, resulting in a low flow hazard alarm, per design. Estimated flow remained at 0 lpm with the associated low flow hazard alarm active until the driveline was disconnected approximately 2.5 hours later, consistent with the reported system controller exchange. The driveline was connected to a new system controller shortly after and the pump ramped up to the set speed without issue. A low flow hazard alarm associated with an estimated flow of 0 lpm became active shortly after the driveline was connected. This alarm remained active until an intentional pump stop event was captured approximately 2 hours later. The intentional pump stop lasted for approximately 1 hour and is consistent with the site temporarily stopping the pump for the reported device revision surgery. Following the intentional pump stop, the pump ramped back up to the set speed without issue and a recovery in estimated flow was captured shortly after, ranging from 3.5-4.8 lpm for the remaining duration of the file. Elevations in rotor displacement and rotor noise above baseline were observed while flow was captured at 0 lpm; however, these elevations did not result in any associated lvad faults. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.